Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Upon visual inspection it was noted that the drip chamber was returned without the rest of the set. Besides the identified separation, no other defects were noted. The cause of the separation could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.

Event description:
It was reported that a solution administration set¿s tubing separated from the drip chamber. This malfunction occurred during infusion. It was noted that the unknown liquid leaked onto the patient as a result of the separation. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.